Event description:
It was reported that the ventilator generated low o2 and low-pressure reading. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Further information has been requested but no response has been received. It is unknown, what was the source of the reported issue. No information about the faulty parts and if the problem was resolved and how was provided. The device logs were not provided to further analysis. The cause of the issue was not established.

Event description:
Manufacturer's ref. #: (B)(4).